Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated calcium (ca) result was obtained on a patient sample on a dimension vista 500 instrument. Quality control (qc) was within range on the day of the event. Calibration data shows the accepted calibration was good. As per siemens instructions, the customer ran service method tests (smt), which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse ran smt, replaced and aligned sample 1 (s1) mixer and aliquot probe, performed mixer diagnostic test (mdt) on the s1 probe, and ran auto check, which passed. Then, the customer ran qc, which recovered acceptably. Siemens reviewed the instrument data and concluded that the malfunctioned s1 mixer and aliquot probe potentially contributed to the falsely elevated ca result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated calcium (ca) result was obtained on a patient sample on a dimension vista 500 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the original instrument and on an alternate dimension vista 500 instrument. The repeat results recovered lower than the erroneous result. The repeat result from the alternate instrument was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca result.